Event description:
It was reported that insulin began leaking from the septum while the customer was attempting to load the cartridge. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and no failure was identified for the reported issue. However, a different issue was identified.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.